Manufacturer narrative:
The insulin pump had minor scratches on the display window, a cracked case near the display window corners, cracked battery tube threads, a broken belt clip slot and cracked reservoir tube lip.

Event description:
The customer reported being recently hospitalized for surgery to clear a bowel blockage. Customer stated that the hospitalization was not diabetes related. The customer also stated that she had gastroparesis as a result of having her pancreas removed. Customer reported that while she was hospitalized she had blood glucose levels ranging from 30 mg/dl to 300 mg/dl. The customer stated that she was not on the insulin pump while in the hospital. The customer requested a replacement insulin pump due to losing hers.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.